Event description:
This report is for pt 1 of 2. Health professional reports: protime system inr message: too high. Unspecified lab system inr result: 3.8. Pt therapeutic range 2.5 - 4.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR evaluation currently in process.